Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on a month earlier (not sure of time). She also reported that after the reported issue began, she experienced symptoms of being dizzy, nervous, "low blood sugar," and shaky. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. On approx three weeks later at 2:00 pm, she went to a healthfair and was counseled there. The pt was not tested on any other device and did not receive any medical intervention or treatment. At the time of troubleshooting, it was verified that this was not a new product. The pt's technique for sample application was reviewed to be correct and the test strip was drawing the sample into the test area. However, the alleged issue was not resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the pt claimed she experienced symptoms that can be associated with severe hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.